Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the belt was unable to run detect and treat testing. The inability to complete testing was due to damage to the grey jacketing of trunk cable, not allowing the belt to plug into the monitor. The root cause for the damaged jacketing was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.